Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump¿s alarm history indicated cs 177 low battery warnings. No evidence of short battery life was observed in the black box history. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side, extending from the threads to the case seal. No evidence of moisture was observed in the battery compartment. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, a pump case crack was observed near the upper right corner of the display lens.